Event description:
The customer reported erroneous low sodium test results were generated for eight patient samples when using the unicel dxc 880i synchron access clinical system. Erroneous test results were reported out of the laboratory, however patient treatment was not affected. There were no reports of death or injury associated with this event.

Manufacturer narrative:
Quality control (qc) prior to the event was within lab-established ranges initially, later qc was out of specifications low. Multiple calibrations were attempted after the event, intermittently failing. Calibration performance was erratic. The field service engineer (fse) evaluated the instrument and found build-up in the flowcell. The fse cleaned the flowcell and replaced the carbon bridge (b12181). Also replaced the sodium electrode (668295) as well as incidentally replacing the carbon dioxide electrode. These actions resolved the issue. Identified failure mode: failure mode is unknown. Multiple parts were replaced and actions taken, any of which could have caused or contributed to the event.